Manufacturer narrative:
(B)(4). Customer states that product will not be returned because product was discarded. The customer complaint of maxplus leaks could not be confirmed due to the product was not returned for failure investigation. The root cause of this issue was not identified.

Event description:
Customer reported multiple occurrences of maxplus clear valve leaking in the nicu. All leaks happened with the maxplus clear valve connected to a needle free valve t-connector on a small bore extension set and the leaks were noted at the connection of the two products. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt/event info is available.